Event description:
It was reported that the patient lead might be fractured, as stated in the last report by the healthcare professional (hcp). The leads remain in service and will not be returned. No adverse effects on the patient were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).